Event description:
The pt felt pain at the generator site. The implantable neurostimulator was replaced. The pt had good stimulation coverage and pain control afterward. The hcp reported the pt outcome as 'no injury'.

Manufacturer narrative:
.